Event description:
It has been reported to philips that the allura system failed to boot up. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting. Review of the system log file showed that a "pc hardware error" resulted in the system not being able to boot up. The fse determined that there was a software issue causing the machine to not boot up. The fse reloaded the full software and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.